Event description:
The customer reported elevated troponin I (accutni) results for an unknown number of patients involving unicel dxc 600i synchron access clinical system. The erroneous results were released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as troubleshooting determined the event was not instrument related. The customer stated having extreme environment temperatures in the laboratory at the time of the event. The customer confirmed temperatures reached above 32 degrees celsius in the laboratory. This is above operating specifications as noted in the reference manual. The customer stated since the air conditioning unit at the facility was repaired, troponin I results were within the normal reference range. The customer stated no further issues. The customer was advised to refer to the reference manual: space and environmental requirements - operating environment requirements, for system operation information. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.